Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) .